Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery of insulin to the patient. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/28/2016 with the following findings: on investigation, the pump failed to power during investigation; the pump was completely unresponsive. The complaint was duplicated. The battery compartment was noted to be cracked between the keypad and the front seal. The pump was opened for investigation and revealed moisture corrosion inside the pump on the continuous glucose monitoring module and the power circuit.